Event description:
The port was placed 6/9/95 for treatment of non-hodgkins lymphoma. In 12/95, the pt began experiencing extreme discomfort in the port area. On 2/9/96, the pt was notified by the dr that a portion of the port catheter had broken away. Surgery was performed on 2/9/96 to remove the catheter fragment. The port was removed on 2/21/97.

Manufacturer narrative:
The device history review showed no unresolved issues and two other complaints of similar nature for this lot which were confirmed to be user related by the MFR.